Manufacturer narrative:
Additional information was received on 03 april 2023 indicating the device did not malfunction during any surgery, and therefore, there were no adverse events as no patients were involved. It was reported the issue with the device was noted during device testing/review prior to any procedure.

Manufacturer narrative:
A follow up report had been submitted on 03 april 2023 reporting information had been received indicating no patient had been involved as the issue was noted during device testing/review prior to any procedure. As a result h6. Health effect-clinical code and health effect- impact code were updated. The investigation was competed on 07 april 2023. The device is a reusable instrument and was manufactured in 2019; therefore, it is unknown how many times the device was used prior to this reported complaint event nor under what circumstances it was used. The device was tested per otr 0060 rev e upon manufacture and met all specifications. A review of complaint history determined there have been five (5) other reported complaints in the last two (2) years. Based on the information available and the investigation performed, the root cause could not be determined.

Manufacturer narrative:
The device had been returned under a service work order (sro) during which it was identified that the device was continuously running due to malfunction of the flex circuit in the cable assembly. The device is a reusable device. Attempts are being made to obtain further information regarding the findings of the sro, and a follow up report will be submitted if additional information is received and/or if further information is obtained upon completion of the repair of the device per the service request order.

Event description:
A service request for the device was received with no product complaint made. On (B)(6) 2023, the service request work order device diagnosis was completed. During the service request work order, it was noted the device was running continuously due to a malfunctioning flex circuit in the cable assembly. As a result of these findings of the service request work order, this report is being submitted. Additionally, as a result of the service request work order, the customer is being contacted to obtain additional information regarding these findings.